Manufacturer narrative:
The infection was not confirmed through lab cultures and the firm was informed that lab cultures that were performed had no growth. Infection diagnosis was based on visual assessment and symptoms only. Initial reports of infection were received more than 6 months after the last nalu related surgical procedure, thus indicating that the nalu device is unlikely to have been the source of the infection. The patient reported being unable to bathe and it appears that personal hygiene played a direct role in the symptoms reported. Review of records between (B)(6) 2024 and (B)(6) 2025 found no complaints regarding the nalu system or any associated components. It appears the system was functioning as expected and delivering therapy and the reason for explant is the suspected infection.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 with the implantable pulse generator (ipg) placed in the anterior thigh area. On (B)(6) 2024 a revision procedure was performed to move the existing ipg to a more superficial location to improve communication. No components were replaced during the procedure and all original components remain implanted and in use (see incident 3549). After the revision procedure, the patient had reported no further complaints or issues until after having a pacemaker implanted. Date of the pacemaker implant is unknown. During the healing process after pacemaker implant, the patient was unable to shower and thus developed a localized skin infection at the site of the adhesive nalu clip. Patient was placed on antibiotics, which were not successful in clearing the suspected infection. Later assessment by the physician found that the symptoms were progressing and it was suspected that the nalu implant was becoming involved and required explant. A full system explant was performed on (B)(6) 2025 due to expanding symptoms from suspected infection.